Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time. The details regarding the patient, procedure and device are unknown as limited information was provided by the user facility. Multiple attempts were made via telephone and in writing to gather more detailed information regarding the reported event; but no additional information was obtained. However, if additional information becomes available or if the device is returned for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility that during a tubal ligation procedure, the falope ring was reported to have caused tubal lacerations.

Manufacturer narrative:
This supplemental report is being submitted to provide the method, result and conclusion codes in section h6.

Manufacturer narrative:
This report is being submitted to provide additional information from the user facility and the device evaluation. The user facility further reported that during the middle of the procedure the patient¿s tube was torn when the fallopian ring applicator was triggered on the second fallopian. The laceration was treated with a cautery device. The intended procedure was completed using a different device. The patient was discharged and is doing fine. The procedure was delayed 5-10 minutes. In addition, the device was inspected prior to the procedure with non anomalies observed. The device was returned to olympus for evaluation. A visual inspection found the device in clean condition, in position two and a ring band on the distal tip. The ring band was removed in order perform further inspection. There are no nicks of burrs on the inner or outer tubes. The tongs were actuated in and out of the inner tube and there was little friction. The tongs were inspected under magnification and appear in good condition; they are not bent and there are no burrs. The device features were measured and found to be in specification with the exception of the tong width, which would not affect the actual functionality of the device. Two ring bands were loaded on the device for functional testing. Each band deployed separately in position one and two as designed. The exact cause of the reported event could not be conclusively determined as there was no problem found and the device functions appropriately. However, based on similar reported events, user handling and the operator¿s technique could not be ruled out as contributing factors to the reported event. The instruction manual provides several warning and caution statements in an effort to mitigate equipment damage and patient harm. ¿verify that the disposable applicator is properly set for firing by checking the index trigger position as follows. When selecting a firing position, rotate index lever until a positive stop is felt. Extend the tongs and grasp the fallopian tube by moving the operating slide forward towards the distal end of the applicator. Carefully inspect applicator tongs prior to use. Do not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿ additionally, a review of the device history records (DHR) was conducted for the concerned lot number which showed the device was manufactured according to valid instructions and met all specifications.